Event description:
The nurse from (B)(6) reported a device leak in 1 unit during prime. The the device leaked in the tube where the hydrophobic filter is placed. There was no patient injury or medical intervention reported for this event.

Manufacturer narrative:
(B)(4). The sample was evaluated. The cause of the leak was determined to be excess solvent in the assembly of the bushing of the arterial line to the monitoring line. Baxter will continue to monitor similar reports to determine if further actions are required. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).